Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized one day prior to death for a stroke. It was unknown if therapy was being performed at the time of death. The cause of death was respiratory arrest. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4): the device was manufactured in 1999. A review of the device history and service history record showed no abnormalities that could cause or contribute to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was evaluated and repaired prior to receipt of this report. A review of the device event history log revealed no device failure, malfunction or increased intraperitoneal volume (iipv) events. No device hardware malfunction / iipv could be confirmed related to the reported issue. The cause of the reported event could not be determined with the available information.